Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 621684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, uterine bleeding, ovarian cyst and endometriosis. Concomitant products included anilides since 2006, hydrocodone bitartrate; paracetamol (vicodin) from 2006 to 2007, ibuprofen, ibuprofen (motrin) and ibuprofen since 2006. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain lower ("bottom of stomach pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (endometrial ablation ((B)(6) 2007) and underwent a partial hysterectomy ((B)(6) 2008).). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per summons, patient underwent a partial hysterectomy due to complications from the essure device. As per pfs, essure removal not done and currently planning for removal. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Discrepancy noted in essure insertion date (B)(6) 2017, (B)(6) 2017 and (B)(6) 2007. Plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2017: results: essure device was successfully occluded. Lot number: 621684, manufacturing date: 2006-11, expiration date: 2008-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst and uterine bleeding. Concomitant products included ibuprofen (advil) since 2006, ibuprofen (motrin), solpadeine (tylenol 1) since 2006 and vicodin from 2006 to 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("bottom of stomach pain"), menstrual disorder ("menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure.) And surgery (ablation). At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per summons, patient underwent a partial hysterectomy due to complications from the essure device. As per pfs, essure removal not done and currently planning for removal. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Discrepancy noted in essure insertion date jan-2017 & feb-2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding , menorrhagia, depression and mental anguish , abdominal pain lower are added. Lab data updated. Concomitant & historical drugs, conditions are added. Patient, product & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 621684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, uterine bleeding, ovarian cyst and endometriosis. Concomitant products included anilides since 2006, hydrocodone bitartrate;paracetamol (vicodin) from 2006 to 2007, ibuprofen, ibuprofen (motrin) and ibuprofen since 2006. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain lower ("bottom of stomach pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (endometrial ablation ((B)(6) 2007) and underwent a partial hysterectomy ((B)(6) 2008).). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per summons, patient underwent a partial hysterectomy due to complications from the essure device. As per pfs, essure removal not done and currently planning for removal. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Discripancy noted in essure insertion date (B)(6) 2017, (B)(6) 2017 and (B)(6) 2007. Plaintiff received treatment for bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion; on 04-jan-2017: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure.). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: patient underwent a partial hysterectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.